Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and it is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows; an open reduction internal fixation of a non union left tibia was performed, also harvesting bone graft from femur with reamer irrigator aspirator system for non union. A demineralized bone matrix was used with bone graft. The drive shaft snapped off at tip with reamer head. The drive shaft remained inside the plastic drive shaft tube. The part was put back on the loaner set; however its no longer usable. The product occurrence not relevant to the health of patient or user. This report is for 1 of 1 complaint (B)(4).